Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an occlusion issue and the blockage was likely at the site. The patient's blood glucose (bg) to exceed 500 mg/dl or the continuous glucose monitor (cgm) to read "high." The patient reported that the infusion set cannula was bent and noticed symptoms within 3 hours of insertion. The site was inserted in the abdomen, and the patient regularly rotates site locations. The site area was not impacted, and the patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient changed supplies as necessary and resumed insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.